Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other four proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was achieved with a proglide device using the pre-close technique via a 6f sheath relative to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide needles failed to capture the cuffs due to the calcified vessel; a cuff miss was noticed. Three other proglide were used with the same result. A fifth proglide was successfully placed in the artery. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved with the preplaced proglide suture and a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.